Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with the attempted left ventricular (lv) lead that was not anatomy-related as the lead could not reach the target location. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The overlay tubing of the lead was observed to have blood ingression which prevented testing of the lobe deployment. If information is provided in the future, a supplemental report will be issued.